Event description:
It was reported that the left ventricular lead had pulled back into the coronary sinus and the threshold was noted to be high. The device was noted to reach elective replacement indicator with early. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).